Event description:
It was reported that the device had an "air in line" issue. The product fault occurred during testing. The issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is a defective air detector. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.